Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that they experienced high blood glucose level. The customer¿s incident blood glucose level was 57 mg/dl. The customer¿s current blood glucose level was over 182 mg/dl. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer report customer did alleges pump was over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Possible over delivery anomaly not found during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).